Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The insert trial was inserted, and the insert extractor did not grip well onto the trial when extracting the trial. Therefore, the plastic hole became deformed and damaged. The extractor no longer has a good hole to latch onto.